Event description:
Narrative: pt with normal platelet count 2007 (125,000) had been receiving ticarcillin 3.1g q6h since about 13 days prior, with heparin flushes between doses through his central line. He rec'd one dose of enoxaparin 40mg about 2 days later, and then was noted to have a low platelet count of 39,500 in the next day. Heparin induced platelet antibody was elevated, as was ptt. Stopping both his antibiotic regimen and the enoxaparin resulted in an improved count about 11 days later (75,000). Symptoms: 1. Thrombocytopenia. Dates of use 2007. Event abated after use stopped or dose reduced? 1. Yes. 2. Yes #4. Diagnosis or reason for use. Long-term abx use.